Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of the ultra-fast fix was loosened. Surgery was resumed after a non significant delay, with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of the ultra-fast fix was loosened. Both ts were removed by tweezers. Surgery was resumed after a non significant delay, with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. No physical damage visible to the device imaged. The suture and anchor are attached to the device the t2 anchor has been pushed forward behind the t1 anchor. A visual inspection revealed the device was outside of original packaging. The anchors and suture were still attached to the needle as intended. No physical damage visible to the device. The sliding suture knot and t1 suture knot don's show signs of loosening. There is no t2 suture knot on this device. A functional evaluation revealed the device functioned as intended. The t1 suture knot was tight and the sliding suture knot functioned as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.